Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be ¿biological deposits¿. It was unknown whether the device had met relevant specifications. The product was used for diagnostics and treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd was unable to determine the associated labeling to review. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley temperature sensing catheter was not reading which might be due to the patient having no urine output. User changed it to a rectal probe and stated that the reading was still not stable. The target temperature was 33c, patient temperature was 32.8c through rectal, water temperature was 31.7c and trend indicator was neutral. Mss explained user that it may take a moment before the rectal temperature probe reads appropriately and suggested to verify rectal reading with secondary temperature source. It was then stated that after few minutes the device was working appropriately and rectal temperature was reading was stable.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the foley temperature sensing catheter was not reading which might be due to the patient having no urine output. User changed it to a rectal probe and stated that the reading was still not stable. The target temperature was 33c, patient temperature was 32.8c through rectal, water temperature was 31.7c and trend indicator was neutral. Mss explained user that it may take a moment before the rectal temperature probe reads appropriately and suggested to verify rectal reading with secondary temperature source. It was then stated that after few minutes the device was working appropriately and rectal temperature was reading was stable.